Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. That morning on (B)(6) 2024, the cgm reading was 400 mg/dl and the bg reading was 380 mg/dl. He injected 25 units of insulin. After the treatment, the readings did not change. He took the sensor off and put in a new sensor. This time the cgm reading was low, after the warmup period he was receiving urgent low readings. He was feeling light dizziness, so he called the emergency team, they took a bg in the ambulance which was 41 mg/dl. He was taken to the hospital. At the hospital, all laboratories were performed, and he was treated with glucagon IV at the emergency room. After his bg was stable, he was transferred to a room for further observation. He stayed for 2 days and was discharged on (B)(6) 2024. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.